Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/0.5/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2024. Refractive surprise was observed, the lens remains implanted. Reportedly, "the patient is happy." Cause of the event is reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -12.0/0.5/090 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. H6a - 23-jan-2024 corrected to 23-jan-2023 claim #(B)(4).